Manufacturer narrative:
The sample device is indicated as unavailable for return. Without such evidence, the root cause of the issue cannot be determined. If the sample is returned at a future date, the complaint will be re-evaluated as needed.

Event description:
Doctor set length to 23mm and device fired 33mm during biopsy procedure